Event description:
It was reported by the patient that there is fluid build up on his knee which has received the implant as well as the non-operative side. The patient also claims that the knee feels hot.

Manufacturer narrative:
The implant remains implanted, and there are no plans for revision at this time.